Event description:
It was reported the patient's implantable neurostimulator had flipped inside the pocket at some point in the past, and needed to be surgically flipped back. On (B)(6) 2011, it was reported the ins had flipped again. The flip was confirmed by x-ray. The patient had not decided what course of action to take. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).